Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) was consulted and explained there could be a possible conduction change. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). Technical services (ts) was consulted and explained there could be a possible conduction change. The device remains in service. No adverse patient effects were reported.